Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: degenerative disc disease at l3/4 type of procedure or technique used: oblique lateral interbody fusion (olif) levels operated: l3/4 it was reported that intra-op, the inserter shaft broke. The chosen implant was loaded onto the interbody inserter, graft slides were inserted and then process to implant the interbody was begun. The cage was partially inserted and then slightly released to change the angle on the inserter, retightened and inserted further into the disc space. When inserting the cage further using a mallet, the inserter gave way and shifted inside the patient. The surgeon removed the inserter and found that the tip of the shaft had broken off inside the implant. The cage was only partially inserted but due to the shaft being broken off inside the inner thread of the implant, it was difficult to use the removal tool and slap hammer. This caused serious frustration for the surgeon and he struggled to remove the implant with another instrument. Once the implant was removed, another implant with another inserter was inserted. The product came in contact with the patient. No fragments of the broken inserter remained in the patient. No patient symptoms or complications were reported as a report of this event.

Manufacturer narrative:
Product analysis: visual review confirmed the instrument is broken several threads down from the distal tip of the threaded rod. No surface defect identified that could contribute to crack propagation. Microscopic examination of the fracture surface finds a fairly brittle fracture with no indication of torsion or fatigue. There is a shear lip that is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.